Event description:
Patient underwent lead revision surgery due to a lead fracture. It was noted that the lead was visibly broken off from the two electrodes and anchor tether during surgery. The explanted lead was received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Further information was received via clinic notes that the patient experienced trauma to the neck in (B)(6) 2018 and that the device had been disconnected since the event.

Event description:
Product analysis was completed for the lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The returned lead assembly appeared to be twisted and compressed, in most areas. These findings are consistent with patient manipulation/rotation of the device while it was implanted (twiddler). An abraded opening was observed on the outer silicone tubing approximately 299mm from the end of the connector boot. The inner silicone tubes and quadfilar coils appeared to be twisted together approximately 335mm with the bear quadfilar coils twisted together approximately 335mm-355mm from the end of the connector boot. The ends of the twisted together quadfilar coils appeared to be rotationally broken. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type and no pitting. The area on the remaining broken coil strands was identified as having evidence of a stress induced fracture (rotational forces) which most likely completed the fracture with mechanical damage and no pitting. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. With the exception of the observed discontinuities the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the overall condition of the returned lead, there appears to be evidence of significant manipulation, which may have contributed to the observed stress-induced fractures.